Event description:
(B)(6) 2025 during a routine dental cleaning, the technical used an ultrasonic dental scaler. During the treatment, the technician got the scaler stuck between my teeth, resulting in an incredibly loud tone in my ears. I vocalized my pain, and he removed it and continued working, at which point it got stuck again and a second explosively loud tone resonated in my ears. I complained, and he continued until the end of the visit. After the visit, I noticed my hearing was effected but due to the noisy environment around me, didn't evaluate it. I noticed some ringing as I fell asleep. I woke up in the middle of the night with significant ringing, which I interpreted to be tinnitus, in my ears. After one month, the symptoms have not abated but have grown in intensity, disrupting sleep, my focus at work, and my ability to interact normally with my family.